Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked between luer adaptor and blue winged luer cap. This issue was discovered during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured from august 28, 2020 - august 31, 2020. Only a blue winged cap was received for evaluation. A visual inspection was performed using the naked eye and the blue winged cap was found damaged. White stress marks and horizontal lines were observed on the cap. When the cap was leak tested, a leak was observed coming out of the damaged area on the cap. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.